Event description:
On (B)(6) 2014 it was reported, 'safe sheet could not be removed from sfa. Due to a bulge on the sheet". On (B)(6) 2014 update received that there was a dissection of the femoral artery during procedure. Intervention and outcome have not been reported.

Manufacturer narrative:
The device in this event has not been returned for evaluation. No photographs have been made available of the device. The device history was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number or product family. Merit is unable to determine a root cause at this time due to lack of available information and no complaint sample being returned.